Manufacturer narrative:
Should additional info become available, this event will be updated.

Event description:
Boston scientific (bsc) received info that the pt implanted with this implantable cardioverter defibrillator (ICD) had experienced seizures and was transported to the hospital. The pt expired and the cause of death was reported due to long qt syndrome. The device was programmed off, a save to disk was performed for the physician to review what occurred at the time of passing. The disk has not been sent to bsc for review. Technical services discussed the return of the device for analysis. However, it was reported that the physician requested and has this device.